Event description:
During evaluation of a returned spectrum iq pump, the device did not recognize a closed door. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing the device did not recognize a closed door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be a loose upper hook switch. The latch switch requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.